Manufacturer narrative:
Block a2: the patient was reported to be more than 80 years old. Block b3: the event date was approximated based on the procedure date. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e0506 captures the reportable event of "bleeding requiring intervention." Imdrf impact code f23 captures the reportable event of "percutaneous arterial embolization performed and other additional intervention."

Event description:
It was reported that a jinro pigtail nephrostomy catheter set was used to establish percutaneous nephrostomy access and antegrade pyelography during a percutaneous nephrostomy with percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2024. Post-procedure prior to discharge, the patient had bleeding during the catheter indwelling period, requiring intervention. The patient underwent a percutaneous arterial embolization. The catheter was removed on (B)(6) 2024. Per physician's assessment, the event was not related to the device.